Event description:
The caller reported that they were not able to pass an 8french suction catheter in the tracheostomy tube. The caller stated that there was no problem in getting the tracheostomy tube inserted in the patient. Once in place, they could not get the suction catheter through the tracheostomy tube. They replaced the tracheostomy tube with no incident.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.